Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The 16fr esheath was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed tortuosity and calcification present in the patient's access vessels; calcification appeared to be concentrated in the bifurcation region, the distal tip appeared to be torn along the radial score line; stretched hdpe material was noted along the axial opening, and radial tear. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: esheath plus, commander delivery system, device preparation training manual, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of resistance between system components and a torn distal tip were confirmed via the provided imagery. However, no manufacturing non-conformance was identified. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, there was difficulty advancing the valve out of the tip of the sheath," "the valve entered the sheath without difficulty, however when attempting to push the valve out of the sheath, the valve would not advance. The tip of the sheath was examined under fluoro, the nose cone was out of the sheath and the sheath was visibly buckling the valve as it was pushed forward. Eventually, with excess force, the valve pushed through the end of the sheath," and "after the sheath was removed from the body, it was noted that the tip of the sheath had torn, likely by the forcing the valve through." The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio revealed the presence of tortuous and calcified access vessels. In particular, concentrated calcium was present in the bifurcation region, coinciding with the sheath's distal tip placement. This could result in resistance while attempting to exit the sheath by facilitating unfavorable interactions between the delivery system/crimped thv and the sheath distal tip due to it being in contact with rigid calcium. Tortuous and calcified anatomy could also lead to non-coaxial alignment between the crimped valve and the sheath, causing the struts to catch onto the sheath distal tip, which would further increase resistance during advancement. The use of excessive manipulation to overcome the experienced resistance could ultimately tear the tip. In this case, the failure mode may be related to improper expansion of the sheath tip during thv advancement. Patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation) may have also contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
During a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, there was difficulty advancing the valve out of the tip of the sheath. Eventually, with extra force, the valve advanced. No bent tines were noted, and the valve deployed without issue. The 16 fr sheath was prepped per standard including pre-expansion. The esheath was inserted into the body without difficulty. Bav was done with a non-edwards balloon. There was no resistance when removing it from the sheath. The valve and delivery system were prepped per standard. The valve entered the sheath without difficulty, however when attempting to push the valve out of the sheath, the valve would not advance. The tip of the sheath was examined under fluoro, the nose cone was out of the sheath and the sheath was visibly buckling the valve as it was pushed forward. Eventually, with excess force, the valve pushed through the end of the sheath. There were no visible bent tines, and the sheath did not split. The valve was successfully deployed. The delivery system was removed from the sheath without issue. After the sheath was removed from the body, it was noted that the tip of the sheath had torn, likely by forcing the valve through. It is unclear why the valve was caught at the tip of the sheath. The device was discarded at the hospital.